Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "air-in-line" alarms was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device. No additional info is available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The "air-in-line" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upstream sensor was replaced.